Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer stated that the current insulin pump had become difficult to read. The customer stated that the display was not clear and customer had use a magnifying glass in addition to my glasses to see clearly. The devise will not be returned for analysis.